Manufacturer narrative:
The customer did not provide patient demographics such as age, sex, date of birth or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. The fse went on site and ran a dil test. The diltest was confirmed to be failing. The fse rebuilt the precision pump which entails replacing the two seals. Verifications performed were passing. The diltest was repeated and it passed within specifications. In conclusion, a hardware malfunction is the assignable cause of this event; malfunctioning seals of the precision pump failed to function properly to aspirate and/or deliver a volume required for dilution.

Event description:
On (B)(6) 2015, the customer reported reproducibly erroneous diluted beta human chorionic gonadotropin (access diluted total bhcg (5th is)) results which were obtained on the laboratory's access 2 immunoassay system (serial number (B)(4)) for one (1) patient. The sample was originally run on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)) and a diluted total bhcg (5th is) result of 64,737.6 iu/l was obtained. The sample was repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a diluted result of 65,289.3 iu/l was generated. The customer was performing a correlation study so the same sample was repeated. The sample was repeated on the laboratory's alternative access 2 immunoassay system (serial number (B)(4)) and reproducibly high diluted total bhcg (5th is) results of 112,203.1 iu/l and 116,792 iu/l were obtained. The same sample was sent to another lab for testing and a result recovery of 69,265 iu/l was obtained; correlating well with the results obtained on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system. The reproducibly high results obtained on the access 2 immunoassay system were questioned by the laboratory. The reproducibly erroneous diluted total bhcg (5th is) were generated as part of correlation study and were not reported outside of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Qc (quality controls), calibrations and system checks were all performing within assay and instrument specifications. The customer performed a dil test which failed. The patient sample was drawn in a plasma separator tube that was centrifuged for 5 minutes at an unknown speed. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer.